Manufacturer narrative:
On 31-jul-2023, bwi confirmed the complaint device's manufacture date (30-mar-2023) and expiration date (29-mar-2026). The dates were updated in their appropriate fields of this report. Additionally, a manufacturing record evaluation was performed for the finished device 31037163l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a pentaray nav high-density mapping eco catheter--which became clotted mid-procedure. No patient consequences were reported. No surgical delays were reported. No further details were provided regarding the event. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no thrombus/clot/char residues. A patency test was performed, and the irrigation tube was found occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device 31037163l number, and no internal action related to the complaint was found during the review. The occlusion observed in the irrigation tube could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a pentaray nav high-density mapping eco catheter--which became clotted mid-procedure. No patient consequences were reported. No surgical delays were reported. No further details were provided regarding the event. The clotted pentaray is MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).